Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display went blank. They could control the pump from the central control monitor (ccm) and local controls. The device was not changed out, as this was a standby pump for an off pump case. They did not need to use this roller pump and the unit still operated the surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr replaced the display assembly and the roller pump operated to MFR specifications and was returned to clinical use. The software logs were sent to the MFR for eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.